Event description:
It was reported that high impedance and a low output current message was detected on the patient's vns. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was no longer indicating high impedance. The internal data of the generator was reviewed. It was noted that the patient's generator was disabled, but was programmed back on when high impedance was no longer detected. In the impedance history there was fluctuations in impedance from ok to high and vice versa, which is suggestive of an intermittent lead fracture. The first evidence of high impedance was on (B)(6) 2018. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was observed on the generator again. It was reported that the patient was not experiencing discomfort with stimulation. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery to address the high impedance. Pre-operatively the patient's generator's impedance was high. Upon opening the patient's generator site, the physician noted that the pin wasn't fully inserted. After pin reinsertion the high impedance resolved. Therefore, no products were replaced. No further relevant information has been received to date.